Event description:
Reporter reported that the heater wire of the rt200 breathing circuit does not heat up.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are not expecting the device back from the hospital for investigation of the actual device. The hospital has provided us with some testing info, but we are still investigating this complaint.